Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc traced the error back to a defective generator board. Furthermore, the sbc reported a slight crack in the front panel. Error e433 is triggered by the device¿s safety system and occurs if the effective value of the output signal which is set for testing falls below the intended limit of 130v. Cracks in plastic parts of a generator can have the following causes: mechanical stress due to improper handling by the user. Mechanical tension in the material with older devices due to the evaporation of the plasticizer. Damage to the material due to unsuitable cleaning agents. Damage to the material due to an excessive contact time with the cleaning agent. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error. The reported problem was found during inspection before use. The facility finished the procedure with another one, there was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.